Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the left ventricular (lv) lead was difficult to advance into the heart and required an abnormal number of rotations to retract the helix. This lv lead was not used, and the physician completed the procedure using a different lv lead. There were no patient consequences reported.